Event description:
Event description guidant received information that the implanted left ventricular pacing lead became dislodged 6 weeks post implant. In addition the lead had high pacing thresholds and caused diaphragmatic stimulation. The lead was explanted. A new epicardial lead was successfully implanted.